Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of case was cracked and chipped by the left and right front bottom corners. Cracked by the tube holder. Cracked left plunger case. Contamination found between top and bottom of case. Contamination by the power receptacle, by the cord clamp and by the left bracket. Cracked bottom case by the left bracket. Customer's reported issue was duplicated during power-up process. The root cause of the reported issue was due to the interconnect board. Fluid entered through a crack on top of case and contaminated and corroded the interconnect board. Actions taken to mitigate the reported issue: replaced interconnect board and battery. Performed power up process and functional test witch passed.

Event description:
It was reported that device is not charging the battery and "top" of case is broken. No patient injury reported.